Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the applicator cannula became detached. There was no report any injury or medical intervention. No additional event or patient information is available.